Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, the customer's blood glucose was recorded as "high," but the specific value was unknown. There was no requirement for any third-party assistance, and the customer administered a correction injection via multiple daily injections (mdi) to address the high bg level. Reportedly, the continued to use the pump for insulin therapy and will revert to an alternate method of insulin therapy if needed.